Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the balloon of the commander delivery system did not completely expand, and there was fluid loss during inflation. The team exchanged the commander delivery system, and the valve was successfully implanted. Upon visual inspection of the balloon of the commander delivery system a 'defect' was noted. There was no harm to the patient.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Imagery was provided by the site and revealed the following: leakage appeared through a pin hole at crimping balloon. Procedural fluoroscopy indicating balloon leak before complete inflation, as indicated by diminished balloon profile with thv partially deployed. Presence of calcification in aortic arch and abdominal aorta. Tortuosity in access vessels. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leak was confirmed based on imaging evaluation. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, 'there was no kink and no abnormality when it was checked since the lumen of the balloon was filled according to the specifications. Despite this, during valve deployment, the balloon of the commander ds failed to perform its function properly because it was not completely expanded and there was fluid loss during its inflation'. In this case, it is possible that during advancement of the delivery system the crimped valve interacted with the crimp balloon, potentially due to tortuous anatomy. It is also possible that the user's crimping technique could cause the thv outflow struts to come in contact with the proximal crimp balloon region (if crimped improperly). These types of physical interactions could cause the crimp balloon material to puncture, resulting in the reported leak. However, due to the lack of information, a definite root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.